Event description:
Report received of an underdelivery. During preventative maintenance testing at the user facility, in two seperate tests the device delivered a measured volume of 16.8ml and 17 ml from expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-ml (+/-5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no addtional info was provided.